Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 130 mg/dl. Customer stated that she could have been sleeping but she thinks the alarm went off when she tried to fix her bed and she was leaning against something. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised to see her health care professional to get her pump settings so she could get her new pump programmed. Customer was not sent a loaner pump since she already had a new pump that she hadn't started using yet.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.